Event description:
In 2008, the pt reported that she received an e4 (occlusion) error while attempting to bolus. She stated that the infusion site had been in place since 4:00 am. To troubleshoot she was instructed to disconnect from the infusion site and to bolus 5 units of insulin. She was able to do so without error. She was instructed to change the infusion site. She stated that the cannula was bent upon removal. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.